Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a lead implant to be used with a temporary pacemaker. The implant procedure went well, but high impedance, intermittent capture and loss of capture were noted on the right ventricular lead. The lead was explanted on (B)(6) 2018. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.